Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reportedly received the following results on the aviva system within 10 minutes: "hi" mg/dl, 128 mg/dl, and 114 mg/dl. On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 310 mg/dl, 213 mg/dl, and 94 mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The same strip vial was used for both comparisons. Return of the suspect device was requested for evaluation